Event description:
Health care professional reported a right side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted.

Event description:
Health care professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, an opening on anterior, white particles on the shell, and brown particles in fill channel. Leak test and microscopic analysis was performed which identified: a striated opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage. Observed brown particles in valve, however, is not consider as workmanship due to the device was not received in the original sealed packaging.